Event description:
It was reported that the patient was asymptomatic and not dependent on the device for normal function. It was reported that during interrogation oversensing of the patient's left ventricular assist device (lvad) was observed on the implantable cardioverter defibrillator (ICD). The patient's r wave was also low. Programming changes were made. No intervention was expected. The device was at the elective replacement indicator (eri) and the patient chose palliative care. There were no patient consequences.